Manufacturer narrative:
The glucose reagent lot number was 766146 with an expiration date of 31-mar-2025. The field service engineer (fse) found a torn cell rinse tube and replaced it. After the service actions, the customer had no further issues. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for cobas integra glucose hk gen. 3 on a cobas 6000 c501 module. The initial result was 29.9 mg/dl. The customer questioned this result as the patient is diabetic. The sample was repeated twice on a different c501 module with results of 167.5 mg/dl and 159.7 mg/dl. The repeat results were reported to the doctor and the patient.